Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: tubing snapped at the top of cassette- while nurse attempting to save/grab pump that was in process of falling down- patient missed 12 hours of tpn, d10 hung as replacement. Pump treatment information: na. Type of drug: tpn. Delay in therapy: yes. Need for medical intervention: no. Patient involvement: yes. Human harm: yes."